Event description:
This is filed to report a single leaflet device attachment. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4, with a small posterior (p2/p3) restriction resembling a cleft. The mitraclip advanced and grasped the leaflets without a device issue. Reportedly, visualization of the posterior leaflet was challenging due to anatomy. Leaflet insertion was discussed at length and posterior optimization, with a thorough evaluation of leaflet insertion was performed. Following deployment, the mitraclip detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment, another mitraclip was implanted, stabilizing the slda. No more clips were implanted. There was no adverse patient sequela, and the mr was reduced to grade 2-3. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was due to challenging anatomy. The reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.